Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the emergency department by emergency medical services indicating the patient's heart rate was in the 40s which is noted to be below the implantable cardioverter defibrillator's (ICD) programmed lower rate. Additionally, occasional undersensing was observed on the right atrial (ra) lead. Both the ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.